Manufacturer narrative:
The customer contact indicated that the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a crack; subsequently, a leak was noted. The plumset was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that the nurse connected an unspecified syringe to the clave secondary port on the cassette of the plumset for the delivery of abraxane, via IV push. At this time, the customer contact reported that a few drops of solution leaked from a crack in the clave secondary port on the cassette of the plumset. No specific details were provided. The delivery was stopped. It was reported that the solution that leaked was cleaned up according to the user facility's protocol. The tubing set and the medication were replaced and the therapy was resumed. There were no reported adverse pt effects to the pt or the nurse and no reported delay of therapy critical to this pt. No medical interventions were reported. No additional info was provided.